Manufacturer narrative:
As reported, the patient experienced chronic pain post implant of 3dmax mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative pain. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain as a possible complication. A review of manufacturing records was conducted and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per ansm report (B)(4): date of occurrence/date of implant (3dmax mesh): on (B)(6) 2020. Description of the incident: "chronic pain in the right iliac fossa, persistent to date, when carrying heavy loads and in certain positions and during certain movements." Current patient status: "chronic pain impacting quality of life and limiting physical activity, psychological impact of chronic pain". Actions taken in the healthcare facility to treat the patient: nr.